Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-73276, related manufacturer reference number: 2017865-2024-73277, related manufacturer reference number: 2017865-2024-73278. It was reported that patient was implanted with a right atrial ra) and right ventricular (rv) leadless pacemaker (lp). The rv lp was mapped and fixated twice, while the ra lp was mapped twice and fixed once. The rv lp was also repositioned once before the implant was successfully completed. Patient's blood pressure decreased significantly 20 minutes after procedure was completed. An echocardiogram revealed a pericardial effusion with cardiac tamponade. A pericardiocentesis was performed and patient was admitted to the intensive care unit (ICU). Anticoagulants were also given. It was then decided to have patient undergo a pericardial window procedure in the operating room (or). During this procedure it was determined that patient was no longer bleeding and a source for the bleed was unable to be determined. Patient was stable after the event.

Event description:
New information received noted inadequate electrical measurements during mapping for the rv lp. The inadequate measurements were loss of capture and low pacing impedance.